Manufacturer narrative:
According to the customer, the nebulizer does not turn on consistently and does not deliver the necessary medication. Per the customer the user has missed medications and has had to go to the hospital to receive breathing treatments due to the nebulizer not functioning. Per the customer the user of the device has existing copd and requires her nebulizer to avoid hospitalization. The device has been requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the nebulizer does not turn on consistently and does not deliver the necessary medication.